Manufacturer narrative:
The customer was able to troubleshoot the leak with the help from customer technical service (cts) over the phone. The customer found that the blood sampling valve (bsv) knob was loose causing a diluent leak. Cts advised the customer to clean the bsv knob with warm water and tighten it which resolved the leak. The instrument ran without leaks or errors and all activities were verified according to the customers established protocols. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a diluent reagent fluid leak of approximately 0.5 ml from a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The customer was performing startup when the leak was observed. The customer stated that the instrument was failing startup on red blood cells (rbc) and platelets (plt) at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls. The customer was wearing personal protective equipment (ppe) consisting of a gloves, a lab coat, and glasses at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.